Event description:
It was reported that the patient presented for an atrial leadless pacemaker (lp) implant procedure. During the procedure, after fixating the lp, it was noted that the lp exhibited high capture thresholds resulting in loss of capture. The lp was deployed and implanted. The loss of capture reoccurred and intermittent capture was then noted. The lp was reprogrammed. The patient condition was unknown.